Event description:
It was reported that smiths medical cadd solis pump had failed flow test twice. No patient involvement.

Event description:
Ro 1065575: failed flow test 2x..additional information received on (B)(6) 2020: no patient involvement. Event details updated.

Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Upon review of the event history log of the pump, the reported problem was unable to be confirmed. Device then underwent accuracy testing; unable to confirm the reported customer complaint.